Event description:
It was reported that a female patient who had unknown mentor saline prostheses placed experienced a deflation post procedure. As a result, replacement with another set of unknown mentor saline prostheses was performed on an unknown date. Subsequently, a deflation with the new set of implants occurred. The patient has indicated a desire to replace these implants new saline prostheses. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the deflation event with the most recent set of implants. See 1645337-2022-05562 for the event pertaining to the previous set of implants.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).